Event description:
Cord clamp applied and cut by doctor. Ten minutes later, it was noticed that cord clamp was off and blood was slowly oozing from cord. New clamp applied. Clamp was found closed. It apparently slipped off.